Event description:
The doctor reported that her patient underwent implant of a multifocal intraocular lens (iol) in the right eye (B)(6) 2012, and is currently experiencing disabling glare. It was stated that the patient had a yag capsulotomy procedure. The doctor prescribed pilocarpene 1% (one percent) 4 (four) times/day as of (B)(6) 2012. Further, it was reported that the patient has also been prescribed hydrochloride ophthalmic solution 1% as of (B)(6) 2012. The lens remains implanted to date. A separate medical device report is being submitted for the left eye. The exact event date was not provided.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens intraocular lens remains implanted. A review of the manufacturing records indicated no deviations. A review of the diopter measurement records further showed that the lens was in compliance with the labeled diopter size. The lens passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.